Event description:
During testing, an 'o2 sensor error' alarm occurred. Calibrating the o2 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.